Manufacturer narrative:
(B)(4). Software version 2.10h. P-cap or reservoir locks properly into place. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. Power connector plug in and locked in place properly. No blank display noted during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, missing serial number label, pillowing keypad overlay and minor scratches on case.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was no adverse impact or consequence reported as a result of this event.